Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using an unknown approach, the 75% stenosed lesion was located in a moderately tortuous anastomotic region vein shunt. The 6.0 x 40/40 (4f) sterling balloon catheter was being used for pre-dilatation when the balloon ruptured at 12 atms upon second inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).